Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issues. The crystalens was returned to bausch + lomb and subjected to visual inspection. Results revealed that the lens was cut or torn into two pieces and the trailing haptic loop was bent. The lens damage is consistent with lenses that have been explanted. Root cause: according to the physician the most likely cause of the refractive error is a defective optic with scissors red reflex. No corneal astigmatism. (B)(4).

Event description:
The surgeon reports performing implantation of a crystalens iol in the right eye. The pt's preoperative bcva was 20/40 with mr -1.25/ -1.50 x 90. Approximately twenty days postoperatively the pt presented with an uncorrected visual acuity of 20/100 and a bcva 20/40 with mr -1.25/ -1.50 x 90. The surgeon decided to remove the crystalens approximately one month post-op and replace it with a lower diopter lens (21.50 d). According to the surgeon the pt's visual outcome is good. Two months after lens exchange bcdva remains 20/40 with mr -0.75/ -1.75 x 90.